Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study). Synopsis: type ia false lumen flow from primary tear. On (B)(6) 2019, this 60-year-old male patient was routinely treated for acute thoracic aortic dissection type b with placement of a zta-p-38-217, starting in zone 2. The study procedure also included left subclavian to left common carotid artery bypass. Procedure imaging revealed patent study device, thrombosed thoracic false lumen, patent abdominal false lumen with flow from a secondary tear, and no device issues. The patient was discharged on aspirin. On (B)(6) 2019, the 1-month follow-up computed tomography (CT) revealed patent study device, thrombosed thoracic false lumen, partially thrombosed abdominal false lumen with flow from a secondary tear, and no device issues. The patient was taking aspirin. On (B)(6) 2019, the 6-month follow-up CT revealed patent study device, thrombus within the study device, and no device issues (false lumen assessment form not completed). The patient was taking aspirin. On (B)(6) 2020. The 12-month follow-up CT revealed no new entry tear, no progression of dissection, partially thrombosed thoracic false lumen with type ia flow from the primary tear, no abdominal false lumen, and no device issues (patency/thrombus form not completed). The patient was taking aspirin. A (B)(6) visit is noted to have occurred on (B)(6) 2021, but no details have been entered.

Manufacturer narrative:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: type ia false lumen flow from primary tear. On (B)(6) 2019, this 60-year-old male patient was routinely treated for acute thoracic aortic dissection type b with placement of a zta-p-38-217, starting in zone 2. The study procedure also included left subclavian to left common carotid artery bypass. Procedure imaging revealed patent study device, thrombosed thoracic false lumen, patent abdominal false lumen with flow from a secondary tear, and no device issues. The patient was discharged on aspirin. On (B)(6) 2019, the 1-month follow-up computed tomography (CT) revealed patent study device, thrombosed thoracic false lumen, partially thrombosed abdominal false lumen with flow from a secondary tear, and no device issues. The patient was taking aspirin. On (B)(6) 2019, the (B)(6) follow-up CT revealed patent study device, thrombus within the study device, and no device issues (false lumen assessment form not completed). The patient was taking aspirin. On (B)(6) 2020, the (B)(6) follow-up CT revealed no new entry tear, no progression of dissection, partially thrombosed thoracic false lumen with type ia flow from the primary tear, no abdominal false lumen, and no device issues (patency/thrombus form not completed). The patient was taking aspirin. A 2-year visit is noted to have occurred on (B)(6) 2021, but no details have been entered.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of the event. On (B)(6) 2019, this 60-year-old male patient was routinely treated for acute thoracic aortic dissection type b with placement of a zta-p-38-217, starting in zone 2. The study procedure also included left subclavian to left common carotid artery bypass. Procedure imaging revealed patent study device, thrombosed thoracic false lumen, patent abdominal false lumen with flow from a secondary tear, and no device issues. The patient was discharged on aspirin. On (B)(6) 2019, the 1-month follow-up CT revealed patent study device, thrombosed thoracic false lumen, partially thrombosed abdominal false lumen with flow from a secondary tear, and no device issues. The patient was taking aspirin. On (B)(6) 2019, the 6-month follow-up CT revealed patent study device, thrombus within the study device, and no device issues (false lumen assessment form not completed). The patient was taking aspirin. On (B)(6) 2020, the 12-month follow-up CT revealed no new entry tear, no progression of dissection, partially thrombosed thoracic false lumen with type ia flow from the primary tear, no abdominal false lumen, and no device issues (patency/thrombus form not completed). The patient was taking aspirin. A 2-year visit is noted to have occurred on (B)(6) 2021, but no details have been entered. No follow-up data have been entered that indicate the status of the type ia false lumen flow from the primary tear. No aes, treatment, or secondary interventions have been noted. The patient remains in the study; data collection is ongoing. The complaint reported by the user was confirmed. The complaint is confirmed based on customer testimony and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. This complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the instructions for use ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations - dissections¿. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. A possible cause the reported type ia false lumen flow from the primary tear is the dissecting anatomy which could have contributed to the event. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.